Event description:
Caller reported a cgm error related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support for a pump reset, resolving the issue, and successfully started a new sensor session.